Event description:
Spontaneous. Pt's spouse reports that pump serial number (B)(4) is currently giving no disposable, clamp tubing message & they were wondering what that means. Advised spouse it may be faulty cassette. Spouse states cassette is properly attached. Informed them to move that cassette to back-up pump and if they still get message, advised them to make new cassette. Pt's spouse voiced understanding and stated it will take some time to do this, requested follow up in 20 minutes. Spoke again to pt's spouse see if they were able to use the back-up pump successfully. Spouse stated since it was close to next mix, they ended up mixing a new cassette instead of using the same cassette. They attached the new cassette to back-up pump and infusion was running successfully. They are unsure if it was the cassette or pump that was the issue. Pt's spouse was unable to provide lot number for cassette. No further information, details or dates provided. Pump return track info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved.